Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on an unknown date, a 35mm portico ng/navitor titan valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the patient had an access site bleeding event, likely caused by an unknown percutaneous closure device. However, it was also noted that the patient also had episode of hypotension during procedure due to a retroperitoneal bleed from an unknown cause. The patient's access site bleeding was treated with a covered stent. The patient was administered heparin for procedure, but their activated clotting time levels is currently unknown. There was no difficulty experienced implanting the navitor valve. Post-implant it was noted that the patient had a sudden severe onset of hypotension with loss of consciousness. An electrocardiogram was performed and revealed critical bradycardia. The patient did not suffer cardiac arrest. It is unknown what caused the patient's hypotension post-implant. The decision was made to administer the patient inotropes and 4 units of blood. The patient regained consciousness, and blood pressure and electrical activity normalized. An emergent brain and abdomen computed tomography scan and electrocardiogram were performed and had normal results. There were no signs of active bleeding or conduction disturbance. The patient's hemoglobin was also evaluated and was also within normal range. On (B)(6) 2023, it was noted that the patient became anemic and required a red blood cell transfusion. There is allegation of malfunction against the abbott devices or procedure. The patient was in good condition and discharged at the time of report.

Manufacturer narrative:
An event of bleeding at the access site was reported. Information from the field indicated that the bleeding was likely caused by an unknown percutaneous closure device and was not related to the delivery system. Based on available information, the reported event appears to be related to procedural conditions (due to another device). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on an unknown date, a 35mm portico ng/navitor titan valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the patient had an access site bleeding event, likely caused by an unknown percutaneous closure device. However, it was also noted that the patient also had episode of hypotension during procedure due to a retroperitoneal bleed from an unknown cause. The patient's access site bleeding was treated with a covered stent. The patient was administered heparin for procedure, but their activated clotting time levels is currently unknown. There was no difficulty experienced implanting the navitor valve. Post-implant it was noted that the patient had a sudden severe onset of hypotension with loss of consciousness. An electrocardiogram was performed and revealed critical bradycardia. The patient did not suffer cardiac arrest. It is unknown what caused the patient's hypotension post-implant. The decision was made to administer the patient inotropes and 4 units of blood. The patient regained consciousness, and blood pressure and electrical activity normalized. An emergent brain and abdomen computed tomography scan and electrocardiogram were performed and had normal results. There were no signs of active bleeding or conduction disturbance. The patient's hemoglobin was also evaluated and was also within normal range. On (B)(6) 2023, it was noted that the patient became anemic and required a red blood cell transfusion. There is allegation of malfunction against the abbott devices or procedure. The patient was in good condition and discharged at the time of report. Subsequent to the previously filed report, additional information was received that the implant date on the 35mm portico ng/navitor titan valve was on 18 december 2023. It was noted that the retroperitoneal and access site bleeding are the same bleeding event. The bleeding event it not related to the 35mm portico ng/navitor titan valve or large flexnav delivery system. The bleeding event caused the patient's anemia. It was also the day of implant, that the patient developed a left bundle block branch block (lbbb), after a pre-implant dilatation. The lbbb immediately regressed without treatment. On (B)(6) 2023, it was noted that the patient developed another lbbb. No treatment was performed. On (B)(6) 2023, the patient developed a first degree atrioventricular block. It was also noted that the patient required a ferinject infusion due to persistence of low hemoglobin, in the absence of bleeding sources with hemodynamic stability. It was noted that the final non-coronary cusp implant depth of the 35mm portico ng/navitor titan valve was 6.59mm. There was no treatment reported of the patient heart blocks. It was noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. The patient's lbbb and atrioventricular block persisted at discharge, but no intervention was performed or planned. The cause of the patient's lbbb is believed to be due to the pre-implant dilatation. The patient's atrioventricular block is believed to be related to the implant procedure and 35mm portico ng/navitor titan valve.